Event description:
I was reported that the patient presented for a generator change procedure. During the procedure, the lead could not be removed from the device header. The physician had difficulties engaging the set screw with the torque wrench. It was determined that the header's set screw was broken. The pacemaker and lead were replaced. The pacemaker was explanted, and the lead was capped on (B)(6) 2025. The patient was stable.